Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual analysis revealed reddish material in the tip of the device. Further examination under a microscope, a hole in the surface of the pebax was observed. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31378352l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the high temperature reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, it was reported that when the ablation was started, ¿temperature slope too high¿ error was displayed, and the ablation could not be performed. There were no problems in flow rate, etc., on the pump. Flushing seemed able to be conducted with no problem. However, when the tip of the qdot micro catheter was examined, blood has entered inside. There were no wires or components exposed. The catheter was replaced with a new one. The procedure was completed without patient consequence. The high temperature issue and biological material (blood) were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 30-oct-2024, there was reddish material in the tip of the device and a hold in the surface of the pebax. This was assessed as MDR reportable with an awareness date of 30-oct-2024.